Event description:
Discordant, falsely elevated sodium (na) results were obtained on twenty three patient samples on an advia 1800 instrument. Additionally, discordant chloride (cl) results were obtained on five of twenty three patient samples. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate advia 1800 instrument, all resulting as per clinical expectations. The corrected results from the alternate advia 1800 instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and the discordant chloride results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the quality controls (qc) were out of range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse adjusted the cell pot volume, primed the ion selective electrode (ise) and ran a coefficient of variation in replicates of three, all of which were acceptable. The cse also ran qc for the ise in replicates of six, performed precision testing and ran a patient correlation, all of which were acceptable. The cause of discordant, falsely elevated sodium results and discordant chloride results on patient samples is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.